Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high capture threshold, undersensing and low sensing threshold. It was suspected that the patient¿s right atrium was dilated and scarred where the lead was placed. The patient presented on (B)(6) 2019 and the lead was capped and replaced. The patient was stable post procedure.